Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of holes/cuts/torn to prime on item d1000 can be confirmed based on the lot number. The probable cause was due to inconsistency adhesive application during manual assembly in manufacturing. Corrective and preventative actions are in process. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The customer reported the that silicone layer at screw thread of a tego¿ connector gets torn. The issue occurred from on (B)(6) 2025. The tego was already in use or was put into use. The tego in question was placed on (B)(6). The number of treatments performed with the tego in question before the problem occurred was 0 to 3. The tego was removed immediately after discovering the problem. Nothing was used in combination to the tego. They can generally get the tego off easily. They only exchanged it for a different tego. There were no medical devices available that can be used with the tego and that may be used in investigating the cause. No patient blood loss. The patient did not require additional treatment and there was no report of any human harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact: (B)(6).